Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803.

Event description:
Patient reported, aligners cutting their gums. Provided information on general ortho discomfort, hh tips. And to file smooth, the area cutting them. Provide update if tips helped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.